Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler alarmed for air detected in the cassette during dwell 6 of 6. The patient found that the baxter extraneal dialysis solution bag had become disconnected from the adaptor connected to the liberty cycler set. Fluid had leaked onto the floor and air had entered the line. Treatment was discontinued. The patient was advised to contact his nurse. The adaptor was discarded. During follow up the patient's nurse reported there was no adverse event due to the leak event. No antibiotics were prescribed.